Event description:
Reporter aleeged erratic blood glucose readings and statd results were 241 mg/dl back to back with a reading of 158 mg/dl performed within 3 minutes of each other. It was reported as result of 271 mg/dl was performed within 3 minutes back to back with another result of 116 mg/dl. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.